Event description:
It was reported that a vial mate reconstitution device had leaked. The process step and patient involvement are unknown. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned, an evaluation could not be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.